Event description:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5109844) on 10-jun-2022. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('found that one coil migrated into my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping even when not on my period"), fatigue ("chronic fatigue"), dysgeusia ("metallic taste"), alopecia ("thinning hair"), menstruation irregular ("menstrual irregularities") and dysmenorrhoea ("started to get severe cramping and menstrual bleeding") and was found to have weight increased ("weight gain of 30 pounds"). The patient was treated with surgery (moving forward with removal this year). At the time of the report, the device expulsion, abdominal pain lower, fatigue, weight increased, dysgeusia, alopecia, menstruation irregular and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, device expulsion, dysgeusia, dysmenorrhoea, fatigue, menstruation irregular and weight increased with essure. The reporter commented: moving forward with removal this year. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5109844) on 10-jun-2022. The most recent information was received on 29-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("found that one coil migrated into my uterus") and device breakage ("portion of the coil/removed in two pieces") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), abdominal pain lower ("severe cramping even when not on my period"), fatigue ("chronic fatigue"), dysgeusia ("metallic taste"), alopecia ("thinning hair"), menstruation irregular ("menstrual irregularities"), dysmenorrhoea ("started to get severe cramping and menstrual bleeding") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain of 30 pounds"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcomes for device expulsion, device breakage, abdominal pain lower, fatigue, weight increased, dysgeusia, alopecia, menstruation irregular and dysmenorrhoea were unknown. The reporter considered abdominal pain lower, alopecia, device breakage, device expulsion, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, menstruation irregular and weight increased to be related to essure administration. The reporter commented: moving forward with removal this year.as per pif date of insertion, removal date and non drug treatment were updated. Discrepancy noted in essure insertion date: (B)(6) 2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5109844) on 10-jun-2022. The most recent information was received on 04-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("found that one coil migrated into my uterus") and device breakage ("portion of the coil/removed in two pieces") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), abdominal pain lower ("severe cramping even when not on my period"), fatigue ("chronic fatigue"), dysgeusia ("metallic taste"), alopecia ("thinning hair"), menstruation irregular ("menstrual irregularities"), dysmenorrhoea ("started to get severe cramping and menstrual bleeding") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain of 30 pounds"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcomes for device expulsion, device breakage, abdominal pain lower, fatigue, weight increased, dysgeusia, alopecia, menstruation irregular and dysmenorrhoea were unknown. The reporter considered abdominal pain lower, alopecia, device breakage, device expulsion, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, menstruation irregular and weight increased to be related to essure administration. The reporter commented: moving forward with removal this year.as per pif date of insertion, removal date and non drug treatment were updated. Discrepancy noted in essure insertion date: (B)(6) 2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-nov-2022: medical records received. Patient middle nsame, medical history, event:portion of the coil/removed in two pieces added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5109844) on 10-jun-2022. The most recent information was received on 24-jun-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("found that one coil migrated into my uterus") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced partial expulsion of device (seriousness criteria medically important and intervention required), cramp in lower abdomen ("severe cramping even when not on my period"), chronic fatigue ("chronic fatigue"), taste metallic ("metallic taste"), hair thinning ("thinning hair"), irregular menstruation ("menstrual irregularities"), cramps menstrual ("started to get severe cramping and menstrual bleeding") and foggy feeling in head ("brain fog") and was found to have weight increased ("weight gain of 30 pounds"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcomes for device expulsion, abdominal pain lower, fatigue, weight increased, dysgeusia, alopecia, menstruation irregular and dysmenorrhoea were unknown. The reporter considered feeling abnormal to be related to essure administration. No causality assessment was received for essure with regard to device expulsion, abdominal pain lower, fatigue, weight increased, dysgeusia, alopecia, menstruation irregular or dysmenorrhoea. The reporter commented: moving forward with removal this year. As per pif date of insertion, removal date and non drug treatment were updated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jun-2022: pif received-new event brain fog, date of removal and reporter were added. Action taken with drug, non drug treatment as well as insertion date were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (u.s. Food & drug administration, reference number: mw5109844) on 10-jun-2022. The most recent information was received on 08-jul-2022. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('found that one coil migrated into my uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping even when not on my period"), fatigue ("chronic fatigue"), dysgeusia ("metallic taste"), alopecia ("thinning hair"), menstruation irregular ("menstrual irregularities"), dysmenorrhoea ("started to get severe cramping and menstrual bleeding") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain of 30 pounds"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the device expulsion, abdominal pain lower, fatigue, weight increased, dysgeusia, alopecia, menstruation irregular and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, device expulsion, dysgeusia, dysmenorrhoea, fatigue, menstruation irregular and weight increased with essure. The reporter considered feeling abnormal to be related to essure. The reporter commented: moving forward with removal this year.as per pif date of insertion, removal date and non drug treatment were updated. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.